Manufacturer narrative:
The set was not available for an evaluation as it was discarded. Per the notes on use for the sets, only erbe accessories (erbe port connectors, etc.) Are to be used with erbe tubing/cap sets. Nevertheless, erbe medical is currently investigating the report of distal end leaks. If any conclusive determination as to the cause or cause(s) of leaking is made, a follow-up report will be filed.

Event description:
It was reported that an incident occurred with a hybrid co2 tubing/cap set for olympus® scopes & co2 in an esophagogastroduodenoscopy (edg). The set was used with a medivator's irrigation pump, boston scientific port connector, and olympus scope. Per the complainant, water leaked from distal tip of scope causing a laryngospasm in a patient and the case was stopped. No further information was provided (note: the customer has experienced other sets to have leaked as well.).